Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain") and fatigue ("tiredness"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue and medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jun-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain") and fatigue ("tiredness"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue and medical device removal with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.